Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulty occurred. The target lesion was located in the tortuous and severely calcified left anterior descending coronary artery. The 2.25x16mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be "stable". However, product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4): a visual and microscopic examination identified that the device was returned in two sections as a result of a break that occurred in the hypotube. The break was approximately 65cm from the catheter strain relief. Kinks were present along the entire length of the hypotube shaft. A visual and microscopic examination of the crimped stent found no issues. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)